Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent would not cross the lesion. The physician was attempting to cross a lesion with a taxus express2 8.8% 2.75 x 12 mm drug eluting stent in an unknown vessel when crossing difficulties were encountered. The undeployed stent was removed intact. No other information is available. It is noted that the stent was used beyond the expiration date.